Event description:
Patient was taken back for a diagnostic laparoscopic procedure for endometriosis lesions. Two lesions were removed with the monopolar scissors and laparoscopic grasper. The lesion was removed and upon moving further away from the site with the camera, it was identified that the monopolar scissor had burned the fundal serosa of the uterus in 2 locations as well as the left fallopian tube superficially. This was done at the connection of the monopolar scissors to the laparoscopic instrument and a fault in the insulation of this connection. The scissor tips and the laparoscopic instrument were immediately switched out for a new set and were working appropriately.